Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13-month complaint history review for serial number (B)(4) found no other similar complaints during this time period. The aia-360 under chapter 4-2 - system startup, states: generating calibration curves prepare calibrator and reagent cups. Measuring calibrators is necessary when generating calibration curves. Begin by compiling an appropriate calibration program, then prepare calibrators and reagent cups and perform measuring operations accordingly. Chapter 5-1 provides step by step guidelines for generation of calibration curves on the aia-360. The most probable cause of the out of range free t4 patient sample could not be determined. No data was available for further evaluation. The customer was trained on proper generation of calibration curves and advised to ensure that quality controls are within range prior to running patient samples.

Event description:
On (B)(6) 2017 a customer reported an out of range st ft4 (free t4) patient sample on the aia-360 system. The customer called for guidance on accepting a free t4 calibration curve on the aia-360 and mentioned that one (1) free t4 sample fail out of range, but did not know whether quality controls (qc) were within range and did not have any other data for further review. The tosoh technical support specialist (tss) instructed the customer on proper free t4 calibration curve review and verification. The customer also reported that samples are not run on the same day being received. The tss explained to the customer the importance of running samples as soon as they are received and to ensure that qc is within range prior to doing so. There is no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.